Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: smartablate generator, model # m-4900-107, s/n: (B)(4). Smartablate pump, model # m-4900-109, s/n: (B)(4). Lasso catheter, model # d-1220-80-s, lot # 17476277l st. Jude medical swartz sl1 8.5fr sheath (qty: 2), model # 407453, lot # 5800771. Manufacturer's ref. No: pi1-1cn8vm9. Biosense webster manufacturer's ref. No.'s pi1-1cn8vm9 / pi1-1cn8n8e are related to the same incident. Issue # 2: while ablating the cti line for atrial flutter, a map shift occurred. No errors populated. No cardioversion took place immediately prior to the map shift, but patient movement occurred immediately prior. A map shift caused by patient movement, even with no error message present, is an expected response from the system. This is not a system malfunction, and as such, not an MDR reportable malfunction. There is no information regarding spi value. Smarttouch catheter was in close proximity to the lasso catheter during pvi. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no error messages reported on any bwi equipment during the procedure.

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool smarttouch uni-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. Issue # 1: post-procedure, after all catheters were removed from the patient, a tamponade was detected. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition immediately after the event. Patient required extended hospitalization as a result of the adverse event for pericardial fluid monitoring. No pericardial fluid was observed on the day of complaint update. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. No transseptal puncture was performed, as the patient has a patent foramen ovale (pfo). Sheath used was a st. Jude medical swartz sl1 8.5 french. Generator parameters included power control mode with ramp off, temperature warning of 48 degrees celsius with cut-off of 50 degrees celsius, impedance maximum cut-off of 250 ohms with spike cut-off in the off position and minimum cut-off of 50 ohms. Power was titrated during procedure. Maximum power was 42 watts and average power was 34 watts. Overall ablation time and last ablation cycle time at the site of injury were not reported, as the injury was discovered post-procedure and the site of injury is unknown. Total ablation time was 51 minutes. Irrigated catheter flow was set at 17 ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained between 242-312 seconds.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool smarttouch uni-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. The catheter was evaluated for carto 3 system performance, and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrated that the catheter was properly calibrated during manufacturing. The catheter was subjected to a screening test, which the catheter passed. The force feature was found to be working properly, and the force sensor values were found within specifications. The catheter was tested for electrical performance and stockert compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. Finally, an irrigation test was performed, which the catheter failed. The irrigation tubing was found to be filled with reddish brown material. However, no damage was observed on the irrigation tubing that may have contributed to this condition. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during the irrigation test. However, this condition is not related to the reported cardiac tamponade, the root cause of which remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Based on the available analysis finding results, the failure mode (occluded irrigation tubing) does not appear to be caused by any internal bwi processes.

Manufacturer narrative:
On 3/25/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).